Event description:
On (B)(6) 2012, the patient allegedly had some erratic reading as low as 64 mg/dl and as high as 275 mg/dl while she had some issue with the keypad. The patient reportedly had just getting over the flu prior to the alleged erratic blood glucose. On the night prior to the alleged low reading, the patient tested at 115 mg/dl at dinner time and took her insulin via the pump accordingly at 6:30 pm. The keypad was working at the time of concern. At 9:15 am, the patient tested at 64 mg/dl and felt shaky. Reportedly, the patient felt that her low blood glucose was due to a possible miscounting of cho. Subsequently, in the middle of the night, her blood glucose elevated to 275 mg/dl while she had symptom of dehydration and urination. The keypad was not working accordingly at the time so she allegedly went to the backup plan and took insulin. On the morning of the call, her blood glucose resolved to 132 mg/dl. Again, the patient attributes her elevated readings to getting over the flu she had on the weekend. The patient declined to troubleshoot the subject pump during the call. There is no evidence there was a product malfunction associated with the incident. This complaint is being reported because the patient allegedly had symptoms that can be suggestive of acute complication of diabetes while on insulin pump therapy. Although there is strong evidence the patient's condition is attributed to diabetes management, possible delay in treatment due to keypad issue could be associated with the alleged incident. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.